Event description:
The string to the lap sponge has been breaking off from the sponge during the removal of the sponge from the patient during surgery.

Manufacturer narrative:
Root cause: loop was not properly attached to the lap sponge. Corrective action: the lap sponge is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request (scar) was issued to (B)(4). In its response, (B)(4) stated a double seam was implemented on the side of the sponge where the loop is sewn. The correction lot number is 09-17. This double seem is intended to double secure the loop to the sponge. Investigation summary: an internal complaint (B)(4) was received indicating that the string of a laparotomy sponge (finished good 1-1818) separated from the sponge while removing the sponge from a patient during surgery. Raw material inventory of the lap sponge at deroyal's manufacturing facility was checked and no non-conforming product was found. However, when finished good stock was checked at deroyal's distribution facility, non-conforming product was identified. All finished good product that contained the raw material lot number in question was returned march 23, 2017, to (B)(4) a scar was issued february 24, 2017, to (B)(4). An initial response was received from the vendor prior to receipt of the returned samples. The complaint investigator conducted follow-up with the vendor on multiple dates to obtain a complete response to the actual scar but ultimately was unsuccessful. (B)(4) initial response was accepted without a listed root cause due to the vendor's corrective action (identified above) of going from a single stitch to a double stitch, which suggests a root cause of the loop not being adequately attached. Preventive action: a preventive action was not taken due to the above-mentioned corrective action. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Manufacturer narrative:
Investigation summary an internal complaint ((B)(4)) was received indicating that the string of a laparotomy sponge (finished good 1-1818) separated from the sponge while removing the sponge from a patient during surgery. The defective sample initially was reported to be available for evaluation. As of the date of this report, that sample has not been returned. Raw material inventory of the lap sponge was checked and no non-conforming product was found. The work order for the reported lot was reviewed for discrepancies that may have contributed to the reported event. No discrepancies were identified. The raw material is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request was issued to (B)(4). A response is due april 7, 2017. As of the date of this report, a response has not been received. The investigation is ongoing. When new and critical information is received, this report will be updated.

Event description:
The string to the lap sponge has been breaking off from the sponge during the removal of the sponge from the patient during surgery.

Manufacturer narrative:
Correction to initial submission of 1060680-2017-00004 on 3/21/2017. The correct report number is 2320762-2017-00004.

Event description:
The string to the lap sponge has been breaking off from the sponge during the removal of the sponge from the patient during surgery.

Manufacturer narrative:
Root cause: loop was not properly attached to the lap sponge. Corrective action: the lap sponge is supplied to deroyal by galia textil. Therefore, a supplier corrective action request (scar) was issued to galia. In its response, galia stated a double seam was implemented on the side of the sponge where the loop is sewn. The correction lot number is 09-17. This double seem is intended to double secure the loop to the sponge. Investigation summary: an internal complaint (B)(4) was received indicating that the string of a laparotomy sponge (finished good 1-1818) separated from the sponge while removing the sponge from a patient during surgery. Raw material inventory of the lap sponge at deroyal's manufacturing facility was checked and no non-conforming product was found. However, when finished good stock was checked at deroyal's distribution facility, non-conforming product was identified. All finished good product that contained the raw material lot number in question was returned (B)(6) 2017, to galia textil. A scar was issued (B)(6) 2017, to galia. An initial response was received from the vendor prior to receipt of the returned samples. The complaint investigator conducted follow-up with the vendor on multiple dates to obtain a complete response to the actual scar but ultimately was unsuccessful. Galia's initial response was accepted without a listed root cause due to the vendor's corrective action (identified above) of going from a single stitch to a double stitch, which suggests a root cause of the loop not being adequately attached. Preventive action: a preventive action was not taken due to the above mentioned corrective action. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
The string to the lap sponge has been breaking off from the sponge during the removal of the sponge from the patient during surgery.